Event description:
It was reported that the drill bit was used to create small holes before another instrument can be used . The distal part of the drill bit broke and the piece stayed in the patient vertebral body. After it was noticed the surgeon was able to completely remove the broken part and the surgery continued. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.